Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the buttons were harder to press and need to press twice. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd window and cracked case at the display window corner. Device received with no button response due to flattened button dome switch . The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify no delivery alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.